Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery coin. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer's father reported that the patient had a moisture damage on the insulin pump. The customr's blood glucose level was unknown mg/dl. The customer's father reported that there is fluid under the lcd display and a damaged battery cap thatis very hard to removed. The customer father was advised that the insulin pump will need to be replaced. The customer was advised to revert to a back up plan per healthcare provider instruction.